Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: precision implantable pulse generator (ipg). A review of the manufacturing documentation for the paddle lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead and ipg found them to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient's symptom included a rash along the patient's back. The physician assessed the it may have been a rash and not an infection and it was not device related. The patient was given cefalexin oral antibiotics and the rash dissipated. The patient was reportedly doing well.